Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there were stripped threads and damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The battery cap was added to the pi. It was reported that the battery cap threads were stripped.

Manufacturer narrative:
Follow-up #2 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed unexplained por¿s observed in the black box. Battery compartment is cracked on the side from threads to cover and cracked above and below the bumper pad. Returned battery cap has stripped threads and it is unable to fully attach to the pump; por¿s duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power interruptions were duplicated during this time. Removal of the pump cover showed no evidence of internal moisture and no damage to the power circuit was found.